Event description:
Additional information received reported the cause of the event was determined and cause was not device related. The healthcare professional had not seen the patient for several months. The patient had poor post operation care after leaving the hospital. Lab work had been done. The patient changing nursing homes resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0kxfb, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had post-operative issues with recovery and had required a prolonged in-patient stay. Action required was hospitalization. Post lead implant the patient had a slow cognitive recovery. The cause was unknown but it was not device related. There was no alleged product issue. It was unknown if any diagnostic testing or troubleshooting was performed. The issue was not resolved and the patient status at the time of report was unable to be obtained. They were scheduled to program the device for the first time on the date of this report. It was noted that the patient was older. The programming appointment was pushed back a week following the date of this report. No outcome was provided regarding this event. Further follow-up is being conducted to obtain this information.